Event description:
1. Date of event: 10.25.23. 2. Patient status? Discharged: (B)(6) 2023 (did not see any notes regarding IV site status after incident). 3. Please supply additional patient information: a. Age 65. B. Gender: female. C. Weight ethnicity, and/or race? White/caucasian ethnicity: non hispanic/latino weight: 170 lbs.

Manufacturer narrative:
Occurrence of event date and patient information received. Populated in tabs a and b.

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 382544; lot numbers 3208137 and 3228141. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.

Event description:
Material#: 382544 batch#: 3208137; 3228141. It was reported by customer that IV catheter defect at tip of catheter, prevented IV from fully entering patient site. Catheter tip mushroomed out. During use. Verbatim: rcc received a complaint via email. Email(s) attached. IV catheter defect at tip of catheter, prevented IV from fully entering patient site. Catheter tip mushroomed out. During use.

Manufacturer narrative:
Device problem code: a0202 - defective component. Patient problem code: f26 ¿ no health consequences or impact. Pr 9290553: initial MDR submission. A follow up MDR will be submitted if a device evaluation and/or device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field. Device manufacture dates for the 2 reported lots: 3228141 - 2023-08-22 and 3208137 - 2023-08-02.